Event description:
The right ventricular (rv) pacing lead was capped and replaced for an upgrade to an implantable cardioverter defibrillator system. The rv lead was later explanted and returned to the manufacturer. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, cosmetic esc (environmental stress cracking) while in vivo, and was observed to have blood ingression. Concomitant products: sedr01 implantable pulse generator (B)(6) 2010; 556853 implantable pacing lead (B)(6) 2010. (B)(4).